Event description:
It was reported that the device was used during a sigmoid resection. It was reported that the device was dropping clips. Unknown how the case was completed. There was no consequence to the pt.